Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06088. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop skin cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.